Event description:
Patient was placed on an electric therapy table. When patient sat on edge of mat, the mat tilted to 45 degree angle causing patient to slide down the mat to the floor. Patient was doing therapy for a left total knee revision. Patient landed on her bottom with both legs extended out in front of her. Patient was assisted to a chair by a therapist and a cold pack was applied to the surgical knee. Therapist observed patient for rotation of knee immediately following the incident and none was noted. Patient given a cold pack to take home. Report made to patient's doctor the following day.